Event description:
It was reported on (B)(6) 2014 the healthcare provider (hcp) removed the spinal segment and replaced with a 8782. The segment was discarded. It was noted there was no cerebrospinal (csf) flow from the spinal segment and the location of the catheter issue was the catheter tip and distal segment; however it was also reported the cause of the catheter issue was the spinal segment was not functioning. Diagnostic testing or troubleshooting performed included a dye study, logs were checked, and x-rays. The issue was resolved. It was unknown if there were any patient symptoms or complications associated with this event. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).